Manufacturer narrative:
Section d4, lot number, and expiration date were updated.

Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The ca2 reagent lot number was 794470 with an expiration date of 30-jun-2025. Calibration and qc were acceptable. Several abnormal aspiration alarms were observed on the alarm trace data. The field service representative (fsr) reportedly resolved the issue by replacing the reagent. The investigation found no other past or new complaints similar to this issue with this reagent lot number. A general reagent lot issue is not suspected, as calibration and qc were acceptable. The fsr cleaned the sample probe as it was clogged. The water system filters were replaced, and the water tank was cleaned. As several actions were taken to resolve the issue, a specific root cause could not be identified.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for calcium gen.2 (ca2) on a cobas 6000 c501 module. The initial result was 27 mg/dl. The repeat result was 7 mg/dl. No questionable results were reported outside of the laboratory. The repeat result was believed to be correct.

Manufacturer narrative:
The c501 module serial number was (B)(6). The water system filters were replaced, the sample pipette was cleaned as it was clogged, and the water tank was cleaned. The investigation is ongoing.